Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 321 mg/dl. The customer reports they a back up plan available, insulin and needles. The customer have been bolusing. It explained to the customer the 2 high blood glucose rule. The troubleshooting was performed for the insulin pump. The customer did not want to continue troubleshooting and told that she can call back at any time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.